Manufacturer narrative:
Concomitant medical products: 5086mri52, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pacing at rates lower than the lower rate sent on their cardiac resynchronization therapy defibrillator (crt-d), and that there was possible non-tracking of p-waves. Additionally, it was reported that there was suspected t-wave oversensing on the right ventricular (rv) lead. It was noted that the rv lead has a history of t-wave oversensing and that at the time of interrogation the presenting rhythm showed appropriate device function. The right ventricular (rv) lead¿s sensitivity was reprogrammed to remedy the t-wave oversensing. The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.